Event description:
This site states that this x-ray system failed to terminate the exposure and or stop screening after the hand switch was released by the operator. This has happened at least one or possibly more times.

Manufacturer narrative:
Eval method/results/conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.